Event description:
The manufacturer received information alleging a patient with a ds2adv auto CPAP has passed away. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.